Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip. The numbers do not ramp up on its own or scroll bar moving with no input.

Event description:
It was reported, the customer had a keypad anomaly. The customer stated their buttons were unresponsive when attempting to bolus. It was also found the insulin pump was scrolling and the act button could not stop the scrolling. Customer's blood glucose was 127 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.